Manufacturer narrative:
The returned device was evaluated and no pdm errors were seen in the data on the occurrence date or the day the pdm was last used. A new pod was paired with the pdm. Bolus delivery was tested and a 5u bolus was delivered. No issues were noted during insulin delivery. No issues seen with pod data. Pod successfully communicated with pdm at 5¿ distance, administering 1u bolus.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient had been transported by ambulance and hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 600 mg/dl while wearing the pod, and believed the personal diabetes manager was not properly allowing the delivery of insulin. Symptoms reported include hyperglycemia and nausea. The patient was treated with anti-nausea medication and humalog insulin via multiple dose injection (mdi) therapy; patient was also prescribed metoclopramide for nausea. The patient was released after spending 4 days in the hospital. Patient also reported that she suffers from high blood pressure, anxiety and depression.